Manufacturer narrative:
Further information regarding the event has been sought. A supplemental medwatch report will be submitted when the investigation is completed.

Event description:
It was reported that the ventilator was pulled into the MRI. There was no patient harm. Manufacturer ref: (B)(4).

Manufacturer narrative:
The ventilator operates in a field of up to 20mt (200 gauss) for tunnel scanners and up to 10mt (100 gauss) for open scanners. Before using the ventilator in the mr environment, conditions must be met, including locking the two front wheels and placing the ventilator outside the 200 gauss (20mt) safety line, which must be marked around the mr scanner. These conditions are stated in the declaration for the use of the ventilator in the mr environment, and are included as part of the "mr environment agreement", which was signed by the facility. According to information received the ventilator was investigated by the customer's biomedical engineers and no fault was found. No repairs were done or parts replaced. There was a gauss line on the floor but the position of the ventilator is unknown, however the brakes were not locked. Our conclusion in this matter is that the incident was caused by the user not following the requirements for use of the ventilator in mr environment.

Event description:
(B)(4).